Event description:
Customer opened a 9-10 mm ezloc and found a 7-8mm in sterile package. Product was not implanted. Another 9-10 mm with of separate lot number was used to complete the case. Surgery was not extended.

Manufacturer narrative:
Device returned for evaluation. Product was packaged as a 904781; 9-10mm ezloc femoral fixation. Sterile package contained a 7-8mm ezloc femoral fixation.